Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with diagnostic code 7018 (vent inop power failure). No patient involvement.